Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7083724, UDI#: (B)(4), product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: n/a, batch: 34384621, UDI#: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient had a fall and experienced stimulation issues due to lead migration. The physician assessed the fall as not being related to the device or stimulation, as the patient had other health issues. An x-ray was performed and confirmed the lead migration. The patient underwent a revision procedure to explant and replace the two leads and clik anchor. There were no patient complications and the patient was doing well postoperatively. The patient also experienced a loss of coverage due to lead migration. The issue was resolved after the revision. All explanted devices were disposed of by the hospital.